Manufacturer narrative:
Age, weight, and ethnicity: unknown, not provided. Event date is unknown as it was not provided. Brand name is unknown as it was not provided. Catalys sn is unknown as it was not provided. UDI is unknown as it was not provided. Device manufacture date is unknown as it was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
An unplanned vitrectomy after an unspecified phaco complication was reported. The surgery center has permanently closed due to covid-19. No further information is available.